Manufacturer narrative:
Additional information received 16-apr-2024 noting sample received 16-apr-2024 with new stock code. That new information will be submitted under report number 9611594-2024-00081. No further information will be submitted under 3011270181-2024-00036. All information reasonably known as of 15-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the third of three reports. Refer to 3011270181-2024-00034 for the first event. Refer to 3011270181-2024-00035 for the second event. It was reported there was an incident of the nasogastric tube fracturing during use while inside of the patient. Additional information received on (B)(6) 2024 stating the tube was indwelling for only 9-days. The patient had a chest x-ray for an unrelated issue which showed tip of tube missing. It was not noticed by clinical staff until the nurse practioner (np) reviewed x-ray on (B)(6) . The remainder of tube was not visible on x-ray indicating that it may have been passed by the patient. The tube was removed and measured and confirmed 1cm of distal end was missing. The patient did not require medical intervention,

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 19-mar-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.